Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device seemed to have a leakage. The event occurred before patient use and during priming at the user facility. There was no reported patient harm and/or adverse events as a result of the event.